Manufacturer narrative:
The statement for fsca was not added to the initial report in error, which is added to this report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Patient had a unrelated surgery in (B)(6) 2018 and do not remember if ipg was placed into surgery mode. Diagnostics showed ipg was not in bondable state. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced.